Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the shaft was cracked causing blood to return into the indeflator. There were no patient complications reported.